Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a blower motor that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a blower motor that was not working. During troubleshooting, the rse noted that the event log was reviewed, but no error codes were found. The rse had the customer test the blower in the pneumatic screen, but the rpm (revolutions per minute) did not rise above 3000 prm (when the pressure was adjusted). The rse informed the customer about replacing the blower assembly; if the customer was still having issues, the rse recommended replacing the motor control (mc) board. The customer was provided with the part numbers for replacements (blower assembly, and mc board). The customer performed a follow up with the rse, and reported that a blower assembly was received, but the connection was wrong. The rse provided additional details regarding the protective covers on the connector end. After removing the cover, the customer was able to connect the blower to the mc board. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 12jan2026, 23jan2026, and 30jan2026 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.